Manufacturer narrative:
The fse aligned the rinse block and found that the issue was not resolved. The fse continued troubleshooting and did observe that the probe was dripping during backwash. He found there was no vacuum going to port 2 on the rinse block and a kinked tubing at pinch valve pv49; therefore, he unkinked the tubing to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
A field service engineer (fse) reported a diluent fluid leak from the probe rinse on a coulter lh 500 hematology analyzer while performing a preventive maintenance (pm) procedure. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.